Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacturer representative. The patient was still dealing with (B)(6) infection but missed the pain relief of the pump. The patient could be re-implanted after infection was cleared. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received to update the initial reporter.

Manufacturer narrative:
Information references the main component of the system and other applicable components included: product ID: 8709sc, lot# h817872907, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving morphine (25 mg/ml, 5.269 mg/day) and bupivacaine (30 mg/ml, 6.322 mg/day) via an implantable infusion pump. It was reported that the patient experienced increased pain in spine and in pump pocket. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. CT scan(computed tomography scan) revealed 3 pockets of infection, 2 near spine and 1 in pump pocket. The patient was diagnosed with (B)(6), so decision was made to explant system. The pump and catheters were explanted on (B)(6) 2018 and cultures were sent. The issue was not resolved and patient status was alive with no injury at time of the report. No further complication was reported.